Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving unspecified low sensor scans and self-treated with insulin (dose unknown). Subsequently, she experienced symptoms described as ¿back pain and frequent urination¿. The customer was taken to the hospital where a reading of 34.0 mmol/l was obtained on the hospital¿s meter compared to sensor readings ranging between ¿6.0 - 8.0 mmol/l¿. The customer was hospitalized for a day and treated with 30 units of nova rapid insulin and fluids to stabilize her glucose level. No further treatment information was reported. There was no report of death or permanent injury associated with this event.